Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl- right, reason(s) for revision: pain, femoral neck fracture (beyond 3 months post op). Queried implant and explant dates as all products (baring the cup) were produced after stated implant date - (B)(6) 2014. Rec'd confirmation (B)(4) 2014 - patient is resurfacing to xl. Initial resurfacing surgery occured 17 mar 2004 with the following products being implanted: 9998-04-146 ¿ 1143073 (cup); 9998-03-441 ¿ 1172008 (head). The head was then removed (with the cup remaining in situ) on (B)(6) 2007 and replaced by the xl system with the following products: 9998-04-146 ¿ 1143073 (cup) left in situ; 9998-90-141 ¿ 1885180 (head); 3l92499 ¿ 2353835 (stem); 9998-00-102 ¿ 2398207 (taper sleeve). However, these products have not been confirmed as revised yet. I have therefore queried the file handler again for confirmation of this revision. Therefore I will just leave the head on this com as it is the only product that has been confirmed as removed. If the other products are confirmed as revised I will add them to another com and cross reference it to this com update (B)(4) 2014 - file handler has reply that all xl products remain in situ in the patient.